Manufacturer narrative:
Insulin pump received unexpected battery power loss anomaly due to corroded battery tube and corroded battery tube spring contact noted during test. Pump received with stripped battery cap(p)coin slot.

Event description:
It was reported that the battery compartment was damaged. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.